Manufacturer narrative:
It was reported that the controller did not sound the "no power" alarm during a routine check of the controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. No power audible alarm was not activated when a double disconnect was simulated. However, the "no power" alarm activated after allowing the controller to charge the internal battery. Based on this observation, the most likely root cause of the reported event can bet attributed to a depleted nickel-metal hydride internal battery, likely due to an extended period of time where the controller was not connected to an external power source. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient's backup controller failed the internal battery test during a routine check. The sound of the "no power" alarm was reported to be inaudible. The event was not associated with any pump off time as this was the patient's backup controller. The controller was exchanged with no reported consequence or impact to the patient. Controller log files were sent. No further information was provided.